Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient circuit got disconnected while the ventilator was connected to the patient. The patient died. (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site. No service of the ventilator was requested by the hospital but our fse was asked to obtain the ventilator logs and send the logs to them. Our fse was allowed to perform a pre-use check which passed without deviations. No parts were replaced. Additional information about the event was requested from the hospital, but no information has been provided. The investigation consists of evaluation of the ventilator¿s logs. The evaluation of the ventilator's logs show that the ventilation was started three days before the reported event date. Clinical alarms were generated on and off during the entire ventilation period. On the event date, suddenly at 05:53, several clinical alarms that all together indicate an excessive leakage or a disconnect situation occurred which can correspond to the reported patient breathing circuit disconnection. These alarms were frequently generated during 17 minutes until the ventilator was set to standby at 06:12. Pre-use check performed prior to ventilation start passed and there is no technical alarm in the logs. Our conclusion in the matter is that the patient breathing circuit disconnection occurred as reported and the ventilator detected and high priority alarmed for the situation. There was no ventilator malfunction at the time. (B)(4).

Event description:
(B)(4).